Manufacturer narrative:
The lens was returned posterior surface up in the lens case. The returned lens matched the provided photo. Viscoelastic was observed on the lens. The optic was broken on the edge with a portion removed. The optic was also cracked near the center. This damage may indicate a plunger over/underride occurred. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and handpiece were indicated. It is unknown if a qualified viscoelastic was used. The root cause for the reported issue could not be determined. The lens was returned in the lens case. The optic was broken on the edge with a portion removed. The optic was also cracked near the center. This damage may indicate a plunger over/underride occurred. The returned cartridge was also damaged. The returned company cartridge had extensive tip damage. Two large aneurysms were observed on the left side and bottom of the cartridge tip. The aneurysm on the bottom had torn. It appeared the plunger was forced through the bottom of the tip. Excessive force would have been needed to create the observed damage. The observed damage would indicate a plunger underride occurred. The instruction for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd) - filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The intraocular lens (iol) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. It is unknown if a qualified viscoelastic was used. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, resistance was encountered with a hard stop while turning the company injector. The procedure was not completed. Additional information has been requested and received upon subsequent inspection, a dent was identified on the iol, necessitating cancellation of the implantation.